Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the btt short port popped on the vasoview 7 xb. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone layer of the balloon had ruptured. While we are unable to conclusively determine a root cause, each btt goes through an inflation and deflation inspection prior distribution. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).